Event description:
It was reported that during a gastric bypass procedure, there was bleeding from the staple line. The same amount of bleeding was observed from the proximal to the distal end. The surgeons had to use an additional harmonic ace to stop the bleeding. The bleeding occurred regardless of the thickness of tissue. Apart from bleeding, the sleeve of the xcel trocar was leaking gas. The black "duckbill" didn't close tightly when switching instruments, especially when switching harmonic ace or the endocutter. The black "duck bill" was almost completely open like a tulip when changing instruments and a large amount of gas was leaking. It is only one trocar (sleeve) that was leaking. They didn't do anything for the leaky trocar and just continued with the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.